Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2013, patient reported the infusion headsets leak insulin during use. The headsets are changed every 2-3 days, and the adhesive becomes wet and the area smells of insulin after bolusing. She reported the cannulas were bent on all headsets that leaked insulin. She does hear an audible click with the tube is attached to the headset. This has occurred when inserting the headsets manually and with the insertion device. She does practice site rotation. The infusion sets were requested for evaluation and replaced with a different type. No physiological effects were reported, and she did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The complaint describing a leak on the headset cannot be verified. The headsets meet product specifications. The used returned headsets and transfer sets were visually inspected and tests for flow and tightness were performed. All test results were within specification.